Event description:
The patient reported that this is the second time his infusion device lost power without providing an alert for low or depleted power pack. The patient was able to insert a new power pack and the infusion device started working properly. The patient has been informed about the power pack recall. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. The product will not be returned for evaluation.